Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Patient weight not made available from the site. On 03/15/2016 a medtronic representative performed a navigation system check-out, software and instrument areas passed. Hardware test failed: camera intermittently disconnects and reconnects while in spine/cranial/admin software. Reported issue could not be replicated. Return requested. Replacement polaris camera shipped to site 03/17/2016. Medtronic investigation of suspect camera, returned on 03/29/2016, finds that when connected to a known good system the polaris spectra system control unit (scu) performed as expected. When running for an extended time, the optical system did not cycle. A check of the event log did not reveal any adverse events. No problem found. Device found to be fully functional. Return requested. Replacement I/o hub enclosed pca shipped to site 03/17/2016. Medtronic investigation of suspect I/o hub, returned on 03/31/2016, finds that when connected to a known good system the I/o hub performed as expected. The hub was recognized under usb view and all usb ports functioned normally. The set-up was allowed to run for nearly 24 hours uninterrupted and did not experience a cycling issue. No problem found. Device found to be fully functional. On 03/22/2016 a medtronic representative performed a navigation system check-out, all areas passed. Replaced io hub and scu as preventative measure. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system camera was cycling and would intermittently lose the patient reference frame. Noted was that they had recently replaced the camera cable and computer on the system. The surgeon opted to discontinue the use of the navigation system and continue the procedure with the use of a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.